Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Additional information was received that the rv lead continued to exhibit increased pacing impedance measurements greater than 2,000 ohms. The patient with this device system had no underlying rhythm and reported feeling uncomfortable. A revision procedure was to be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately three years later the device was explanted and replaced due to normal battery depletion (nbd). The associated rv lead remains in service with the new device.

Event description:
Boston scientific received information that the transvenous right ventricular lead did exhibit out-of-range pace impedance in association with this pulse generator. The boston scientific technical services consultant recommended close follow-up. The following physician was already following the patient on a monthly basis. There were no reported adverse patient effects.